Manufacturer narrative:
Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance. All test results showed a pass condition. No quantity discrepancy was found. No deviations or non-conformances (ncr) were generated during manufacturing. The lens diopter result obtained from the miq (measurement iol quality) electronic system of the test performed when this lens was manufactured, shows that lens serial number corresponded to the correct diopter power. No deviation was reported. Based on the documents reviewed (line clearance activities at miq, first pack), there is no deviation or any non-conformity throughout the process. The information documented does not support any potential mix up during manufacturing process. A review of the raw material/manufacturing procedures was done and did not show any change in manufacturing method, inspections or specifications that were related to the complaint. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
Corrected data the explanted intraocular lens (iol) was replaced with one of a lower dipter of the same model. The initial report indicated there was no quality issue with the explanted iol. Patient had previous lasik procedure. Conclusion: further explanation: the iol was returned to the manufacturer under a returned goods authorization that did not indicate there had been an explant. Therefore, it was destroyed and not submitted for investigation. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the patient underwent removal of the intraocular lens approximately three (3) weeks post operatively due to a refractive error. The patient was reported to be doing fine.